Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2014 with the following findings: multiple rewind steps were fully completed with no errors or stoppage of the piston rod. The piston rod was able to fully retract. The load cartridge and prime steps were performed successfully with no errors. A review of the black box and alarm history showed no alarms related to the compliant. The pump was exercised for 24 hours with the returned battery cap and returned cartridge cap no alarms were duplicated. The pump was opened and no evidence of debris was found on the lead screw. The complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.